Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer kept having unexplained hbgs. The programming and histories were accurate. Troubleshooting was done and the pump passed the testing. Later on that day, the customer called back and stated that the cause of the event may have been due to a site issue. The customer was educated on the proper set change technique and was suggested to try a different type of set.